Event description:
Additional information received that there was resistance during delivery. There was no damage to the pipeline pushwire or catheter observed. The catheter was flushed per IFU during the procedure. The pipeline did not jump during deployment. There were not multiple pipelines used in the procedure. The tip of the catheter was under stress. The tip of the catheter was moved during deployment. When tried to deploy the pipeline afterwards, encountered strong resistance and could only deploy about 2/3 of the wire at the end of the pipeline. Afterwards, the position of the phenom 27 was dropped towards the front, and when attempting to deploy again, the entire catheter fell.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline failed to open in the distal section. There was resistance while delivering the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom and pipeline encountered resistance and the phenom catheter encountered catheter kick back. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left vertebral artery with a max diameter of 6 mm and a 4 mm neck diameter. Landing zone: distal: 2.3 mm and proximal: 2.4 mm. It was noted the patient's vessel tortuosity was strong. There were no issues with postoperative findings related to blood flow imaging. It was reported that distal aneurysm was removed once with phenom 27, but the tortuosity in front was strong and the pipeline could not be brought to the distal end. Only about 2/3 of the wire came out from the tip of the phenom 27. Tried to change the deployment position forward, but the whole catheter fell out, so had to repeat the process of removing the distal again several times. The dac could only go up to just before the aneurysm. In the end, the distal could not be removed and it was deemed dangerous so it was withdrew. The phenom 27 has reached the target site (distal of the aneurysm) once. However, even when tried to deploy the pipeline afterwards, encountered strong resistance and could only deploy about 2/3 of the wire at the end of the pipeline. Afterwards, the position of the phenom 27 was dropped towards the front, and when attempting to deploy again, the entire catheter fell. Catheter treatment was discontinued and the surgery was changed to craniotomy treatment. There was no deformation or breakage when collecting the pipeline and phenom 27. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a fubuki 5f sheath and phenom 27 150 cm microcatheter.